Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 15, 2018 that an ultraflex tracheobronchial stent was to be used in the esophagus to treat a malignant bronchostenosis during a tracheal stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, the stent was deployed at an incorrect location. The physician pulled the proximal stent retention suture with a biopsy forceps to reposition the stent, and the stent got broken. The broken stent was removed from the patient with a biopsy forceps, and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. The stent was received fully expanded. Visual examination found broken stent wires. The stent was measured to be within specifications. No other issues were noted with the stent. Per analysis, the reported event of stent broken was confirmed. The used of biopsy forceps to adjust the position of the stent may have caused inadvertent damaged to the device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indication. The dfu states, " for distal release system, the inner catheter and the stent can be pulled towards the operator (outward of the airway) to the correct position". The investigation concluded that the observed failure and the reported events were likely due to procedural difficulties encountered during the procedure, which could have possibly affect the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of the release for distribution. (Catalog number) has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial stent was to be used in the esophagus to treat a malignant bronchostenosis during a tracheal stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, the stent was deployed at an incorrect location. The physician pulled the proximal stent retention suture with a biopsy forceps to reposition the stent, and the stent got broken. The broken stent was removed from the patient with a biopsy forceps, and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.